Event description:
It was reported that a leak was noted at the fill port of a large volume infusor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured from october 5, 2012 ¿ october 6, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device discarded therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.